Event description:
Company representative reported the infusion set was leaking on both sides so insulin was coming out and the plaster was wet. Company representative stated there were no concerns with the new infusion set. Company representative reported the patient did not need medical help and is feeling fine. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided.

Manufacturer narrative:
Conclusion: the complaint describing a leaky on the infusion set cannot be verified, the material meets product specifications. Result the returned samples were visually inspected and tested for flow and tightness. The test results were within specifications. The problem mentioned by the customer could not be reproduced.